Event description:
It was reported that the external pulse generator (epg) displayed a self-test error code. The biomedical engineer could not duplicate the issue. Technical support (ts) explained the error and how to duplicate the error. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).